Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous posterior descending of right coronary artery (rca). After a guide catheter was engaged in the vessel and a non-bsc guide wire crossed the lesion, dilatation was performed with semi compliant balloon catheter. Subsequently, a 2.25x16mm promus element¿ plus stent was advanced to treat the lesion, however, the device was unable to cross the proximal portion of the lesion. The device was then pushed forcibly but still failed to cross. During removal of the device into the guide catheter, resistance was noted. So, the physician pushed the device a bit and was able to retract. Upon inspection outside patient's body, it was noted that the proximal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the physician felt resistance while attempting to retract the device into the guiding catheter. As the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur¿. The dfu recommends the following: "the stent system and the guide catheter should be pulled back until the tip of the guide catheter is just distal to the arterial sheath, allowing the guide catheter to straighten. Carefully retract the stent system into the guide catheter and remove the stent system and the guide catheter from the patient as a single unit while leaving the guidewire across the lesion. It is also noted that; "failure to follow these steps, and/or the use of excessive force to the stent system can potentially result in stent or coating damage, stent dislodgment from the balloon, and/or damage to the delivery system." (B)(4).